Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an interventional cardiologist in practice 20 years, who has used the reliant device for expansion of vascular prostheses 200 times in total of which all of those times were in the last 12 months. For the temporary occlusion of large vessels the physician used the device 100 times in total of which all of those were in the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts), the following complications were encountered; aneurysm rupture. The physician found the aneurysm rupture event not at all concerning. This event was deemed to be not related to the device itself. During use of the reliant for temporary occlusion of large vessels, the physician didn't encounter any complications. From the above complication reported, it was reported as not having been reported to medtronic previously. No further information has or will be provided.